Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), product type: lead. Product ID 3778-45, serial# (B)(4), product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient realized the wires were ripped out approximately in (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-apr-12. The patient clarified that their lead did not rip out. The lead was broken and they could not reset the stimulation and it would not stay in their back and only stimulation in their legs. No further complications were reported/are anticipated.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain . It was reported that the patient ¿ripped the wires out¿ and had to have the device replaced on (B)(6) 2013. The patient did not know the date that the wires were ripped out. No complications were reported.